Event description:
It was reported that PICC was placed on (B)(6) 2020. It was reported that nurse got to the stage of the insertion where she pulled back the stylet to cut the catheter as per the required measurement for the patient. When feeding the stylet back into the catheter she had a little resistance. While feeding the stylet, the back end of the stylet got caught in the ultrasound paddle of the siterite 8 and pulled it back about an inch. The stylet would then not advance into the catheter any further. Nurse then proceeded to use a little force to try to advance further, with no success. She said it just didn¿t feel right, therefore she removed the line completely and stopped the procedure. After removal, nurse tried again remove the stylet from the catheter, and found that it was stuck and would not move. There are multiple kinks/bends in the catheter and also near the tip of the stylet. A new PICC from the same batch was then successfully inserted with no difficulty apart from a little resistance near the shoulder area.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked 3cg wire is confirmed but the exact cause is unknown. One 3cg stylet t-lock assembly was returned within a 4 fr sl powerpicc solo catheter for investigation. The sample was returned with a written note indicating pn: 2194108 and ln: reds1263. The stylet was protruding from the catheter prior to return. The stylet was removed from the catheter and was observed to be intact. Multiple kinks in the polyimide tubing were present starting in the section proximal to the first magnet. Microscopic observation revealed the kinks to be located in between magnet locations. The polyimide tubing was cut near a kink area in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the description of the reported event, possible contributing factors include advancement against resistance and patient anatomical factors. Since a multiple contributing factors may have contributed to the reported event, the exact cause could not be determined. A lot history review (lhr) of reds1263 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1263 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was placed on (B)(6) 2020. It was reported that nurse got to the stage of the insertion where she pulled back the stylet to cut the catheter as per the required measurement for the patient. When feeding the stylet back into the catheter she had a little resistance. While feeding the stylet, the back end of the stylet got caught in the ultrasound paddle of the siterite 8 and pulled it back about an inch. The stylet would then not advance into the catheter any further. Nurse then proceeded to use a little force to try to advance further, with no success. She said it just didn¿t feel right, therefore she removed the line completely and stopped the procedure. After removal, nurse tried again remove the stylet from the catheter, and found that it was stuck and would not move. There are multiple kinks/bends in the catheter and also near the tip of the stylet. A new PICC from the same batch was then successfully inserted with no difficulty apart from a little resistance near the shoulder area.